Manufacturer narrative:
Exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customers indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st. Related complaint for needle clog on lot # 0280130. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 31ga 5mm were unable to prime. The following information was provided by the initial reporter : ¿ the consumer reported that 2 out of 5 pen needles would not allow the insulin through them during the flow check. Date of event: (B)(6) 2021. Sample status : discarded.